Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 548 mg/dl. The customer was admitted to the hospital. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider. The customer was advised the insulin pump passed the high pressure test and told to monitor the account. The customer was advised that we will send replacements infusion sets and reservoirs.